Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture with high impedance. During lead revision and removal of the rv lead, the right atrial (ra) lead was found to be dislodged due to having fibrosed with the rv lead. The rv and ra lead were removed and new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.